Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of once booted, it won't stay on is confirmed. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, once booted, it won't stay on. On (B)(6) 2020 - evaluation confirmed the unit shuts off when not connected to a power supply.